Manufacturer narrative:
Weight: large build. Additional relevant info will be provided when the device eval is completed.

Event description:
It was reported that post-operative screw breakage occurred. The pt previously underwent a five level c3-t1 spinal fusion procedure using nexlink instrumentation due to myelopathy and stenosis. Of note, no screws were placed at c6 due to anatomical features. Offset connectors were used at c7 and t1. A routine f/u xray taken on (B)(6) 2013 revealed that the right side t1 screw had a broken shaft, although it is not known/not reported when the breakage occurred. The pt is asymptomatic and fused at the treated segments. No intervention is planned. The pt will be monitored.